Event description:
Harmonic ace (har36) was being used by physician. Harmonic was making a loud "screeching" sound and vibrating in physician's hand. New harmonic from the same lot was opened. Case completed without further incident. No harm to patient.device #1is this a laboratory device or laboratory test?no.